Event description:
It was reported that left hip revision surgery was performed due to indications of metal on metal failure and recurrent dislocation.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and review of the provided implantation and revision report did not reveal any inconsistencies related to the surgical technique that could explain the later revision or enabled identifying a root cause for the dislocations. Only possible contributing factors were noted. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Additional information: manufacturer name, city and state and MFR site.